Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the cause of the failure was due to improper use by the user. The asp engineer mentioned that the patient's exhaled gas and coughed up substances blocked the pipes and prevented the equipment from working properly. The asp engineer was not able to evaluate or repair the device as the customer did not accept the repair quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that 1203 "low leak-co2 rebreathing risk" and 120f "low tidal volume" alarm error messages were present. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6) reporter phone number - (B)(6)